Manufacturer narrative:
Device manufacture date: september 14, 2017 ¿ september 15, 2017. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a small volume infusor leaked after being used for 24 hours. This event occurred during use of the device. It was not specified where the leak had occurred. There was no patient injury or medical intervention associated with this event. No additional information is available.